Manufacturer narrative:
H10: manufacturing review: a device history record could not be evaluated as the lot number is unknown. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A probable root cause for this reported failure mode could not be determined due to insufficient information to fully investigate the incident. H10: b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Verbatim: pleurx catheter cuff is sliding on the catheter for a few patients in the past few months, more than they have seen in the past.